Event description:
A (B)(6) female pt's spouse contacted zoll customer support to report that the pt's battery would not power on the monitor. The battery had been on the charger for 24 hours. The pt was issued a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery does not power on monitor) has been confirmed. As received, the battery would not charge on the charger and did not power up a monitor. Upon eval, pins 1, 2, and 3 on the battery pack connector were bent. The cause of the non-functional battery is the inability to charge. The cause of the inability to charge is bent pins on the battery pack connector. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the battery pack with the charger or monitor. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.